Event description:
Date is approximate of when the medtronic device was implanted in my neck. I am allergic to vanadium which is a component of grade 5 titanium used in the screws and plate that was imbedded in my neck. I don't know exactly what the screws are made of but they have turned color since being removed from my neck. Pt code: 1907. Device codes: 4001, 1170. Ref reports: mw5178813, mw5178814, and mw5178815.